Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving stimulation after not charging for 2.5 months (date of event is unknown). An sjm representative confirmed no communication between the scs ipg and external devices (2501 comm error on patient programmer). Surgical intervention will be taken at a later date to address the issue.